Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to a bent fowler gas cylinder rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due to a bent fowler gas cylinder rod. It was further reported that the siderail would not latch due to the siderail weldment being broken. It was further reported that the brakes would not engage due to the caster stems being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the siderail would not latch due to the siderail weldment being broken and the brakes would not engage due to the caster stems being broken.

Manufacturer narrative:
Conclusion:-parts on order.